Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were subjected to visual inspections for additive abnormality and gel defects and no issues were observed relating to poor barrier separation as all samples met specifications. Additionally, 29 retain samples were subjected to functional testing for stopper function defects and no issues were observed relating to stopper pop off in centrifuge as all samples met specifications. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode: poor barrier separation and stopper pop off in centrifuge. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited blood "bleeding" through the serum and caps popping off in the centrifuge. Blood spilled inside the centrifuge, but staff used the appropriate ppe to clean the spill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information. B5. Describe event or problem: updated to include leakage in the centrifuge and ppe used by customer to clean the spill. E1. E1: enter address information: (B)(6). E1. Initial reporter facility name: (B)(6).

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited blood "bleeding" through the serum and caps popping off in the centrifuge. Blood spilled inside the centrifuge, but staff used the appropriate ppe to clean the spill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited blood "bleeding" through the serum and the caps are popping off in the centrifuge. No adverse impact was reported regarding the patient or user.